Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (B)(4).

Event description:
Additional information received on (B)(4) 2015. It was reported that the event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of a miniarc the patient experienced difficulty emptying bladder. The patient was sent home with a catheter as she was unable to void prior to discharge. The event is considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event. Related to MFR #: 2183959-2015-00446.